Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was pulled out by turning the device as the patient had twiddler syndrome. The rv lead was explanted. No additional adverse patient effects were reported.